Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation in a sample bag along with its original open unit pack. Visual examination of the returned sample shows no sign of any defects. The stylet wire was removed and 2mls of air was removed from the tracheal cuff. The sample remained inflated for four hours and no issue noted. Both cuffs fully deflated and no issue noted. The sample was inflated /deflated three times and no issue noted. The reported defect could not be detected on the sample returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had poor balloon and would not inflate. There was no patient involvement.